Event description:
Event verbatim [preferred term] some of the discs on the back of the wrap broke [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history included problems with her eyes. Concomitant medications were not reported. The patient stated 2 thermacare heat wraps never heated up. She reported these wraps as thermacare back wraps. She stated there were knee wraps in the same box. She stated some of the discs on the back of the wrap broke, they were brittle. She stated the print on the back of wrapper was smaller and she had trouble reading that information; stated she did have problems with her eyes however. The sample was not available to be returned. Heat wrap had been discarded. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. The site investigation is in process. Follow-up (13jun2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (11nov2019): new information received from the product quality complaint group includes malfunction assessment and severity rating. Company clinical evaluation comment: the event " she stated some of the discs on the back of the wrap broke" (device leakage) and was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event " she stated some of the discs on the back of the wrap broke" (device leakage) and was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.

Manufacturer narrative:
Class/sub class: product appearance /cells damaged/leaking. This investigation was conducted for an unknown lot number lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Event description:
Event verbatim [preferred term] some of the discs on the back of the wrap broke [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history included problems with her eyes from unknown date and ongoing. Concomitant medications were not reported. The patient stated 2 thermacare heat wraps never heated up. She reported these wraps as thermacare back wraps. She stated there were knee wraps in the same box. She stated some of the discs on the back of the wrap broke, they were brittle. She stated the print on the back of wrapper was smaller and she had trouble reading that information; stated she did have problems with her eyes however. The sample was not available to be returned. Heat wrap had been discarded. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. The site investigation is in process. According to product quality complaint group: class/sub class: product appearance /cells damaged/leaking. This investigation was conducted for an unknown lot number lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Follow-up (13jun2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (11nov2019): new information received from the product quality complaint group includes malfunction assessment and severity rating. Follow-up (13nov2019): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: the event " she stated some of the discs on the back of the wrap broke" (device leakage) and was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. A causal relationship between the device and the event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions is suggested at this time., comment: the event " she stated some of the discs on the back of the wrap broke" (device leakage) and was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. A causal relationship between the device and the event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions is suggested at this time.

Event description:
Event verbatim [preferred term] pc: wraps did not heat up; some of the discs are broken [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history included problems with her eyes. Concomitant medications were not reported. The patient stated 2 therma care heat wraps never heated up. She reported these wraps as therma care back wraps. She stated there were knee wraps in the same box. She stated some of the discs on the back of the wrap broke, they were brittle. She stated the print on the back of wrapper was smaller and she had trouble reading that information; stated she did have problems with her eyes however. The sample was not available to be returned. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Follow-up (13jun2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the event " she stated some of the discs on the back of the wrap broke," (device leakage) and was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event " she stated some of the discs on the back of the wrap broke," (device leakage) and was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.

Manufacturer narrative:
Class/sub class: product appearance /cells damaged/leaking. This investigation was conducted for an unknown lot number lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Event description:
Some of the discs on the back of the wrap broke [device leakage],. Case narrative:this is a spontaneous report from a contactable consumer. A 67-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date to an unspecified date for an unspecified indication. Medical history included problems with her eyes from unknown date and ongoing. Concomitant medications were not reported. The patient stated 2 thermacare heatwraps never heated up. She reported these wraps as thermacare back wraps. She stated there were knee wraps in the same box. She stated some of the discs on the back of the wrap broke, they were brittle. She stated the print on the back of wrapper was smaller and she had trouble reading that information; stated she did have problems with her eyes however. The sample was not available to be returned. Heatwrap had been discarded. Action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per hazard analysis thermacare heat wrap product: 8 and 12 hour. According to product quality complaint group: class/sub class: product appearance /cells damaged/leaking. This investigation was conducted for an unknown lot number lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Follow-up (13jun2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (11nov2019): new information received from the product quality complaint group includes malfunction assessment and severity rating. Follow-up (13nov2019): new information received from product quality complaint group includes investigation results. Follow-up (04dec2019): new information received from the contactable consumer includes: patient details (patient age). Company clinical evaluation comment: the event " she stated some of the discs on the back of the wrap broke" (device leakage) and was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. A causal relationship between the device and the event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions is suggested at this time., comment: the event " she stated some of the discs on the back of the wrap broke" (device leakage) and was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. A causal relationship between the device and the event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions is suggested at this time.